Event description:
It was reported to medtronic minimed that the customer experienced short battery life issue with the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was using the pump with audio and vibrate mode enabled. Customer did not receive any alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power-related alarms noted during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 11 received the lowbatteryalert (104) on 01/29/2026 15:02 after more than 7 days at 12.03 days. Battery cycle 10 received the lowbatteryalert (104) on 01/17/2026 12:56 after more than 7 days at 11.99 days. Battery cycle 9 received the lowbatteryalert (104) on 01/05/2026 11:47 after more than 7 days at 12.24 days. Battery cycle 8 received the lowbatteryalert (104) on 12/24/2025 05:43 after more than 7 days at 12.45 days. Battery cycle 7 received the lowbatteryalert (104) on 12/11/2025 12:51 after more than 7 days at 12.0 days. Battery cycle 6 received the lowbatteryalert (104) on 11/29/2025 12:48 after more than 7 days at 12.64 days. Battery cycle 5 received the lowbatteryalert (104) on 11/16/2025 21:22 after more than 7 days at 12.23 days. Battery cycle 3 received the lowbatteryalert (104) on 10/23/2025 09:13 after more than 7 days at 11.59 days. Battery cycle 2 received the lowbatteryalert (104) on 10/11/2025 11:20 after more than 7 days at 10.88 days. There were no excessive or unusual power/battery-related alarms noted in the history files. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, broken belt clip rails, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The battery charge lasting less than expected (low battery life) complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.